Event description:
A report was received that the patient was experiencing pain at the ipg site following a fall. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the ipg site following a fall. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that fall was not device related and pain was not related to fall.

Event description:
A report was received that the patient was experiencing pain at the ipg site following a fall. The patient will undergo a revision procedure.